Event description:
It was reported that prior to start a davinci si surgical procedure, customer noted a 'broken cable' on the maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the damaged instrument component was a frayed pitch cable at distal clevis hub. There was no damage found at the clevis area. The frayed segment was approximately 0.09 in length. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.